Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported to technical support that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility inventory manager reported to technical support that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the user facility confirmed an internal dialyzer blood leak occurred a couple minutes after initiation of the patient's hemodialysis treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted within the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a2, a2, a3, a4, b5, d10 concomitant medical product, h6 device component code.

Event description:
A user facility inventory manager reported to technical support that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the user facility confirmed an internal dialyzer blood leak occurred a couple minutes after initiation of the patient's hemodialysis treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted within the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint is not associated with the current event. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.